Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited high pacing threshold measurements at a recent device change out procedure. The threshold measurements were high however were deemed acceptable. The pacing threshold continued to increase. An invasive procedure was performed to assess the lead connection. The lead was disconnected and reconnected with decreased thresholds observed, however oversensed noise was then observed. The lead appeared to have fractured near the terminal pin. This lead was surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.